Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was exposed to an x-ray and the buttons stopped responding, and the numbers were scrolling. Customer's blood glucose went low to 63 mg/dl. She treated with food and juice. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The functional testing could not be performed due to the unresponsive buttons. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.